Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with an approved handpiece with two viscoelastics. Both viscoelastics are qualified for use with this combination. Not enough information was provided to conduct a review on the cartridge. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
An ophthalmic surgeon reported that several months following an intraocular lens (iol) implant surgery, a patient complained of negative dysphotopsia. The patient had visual field testing with some loss in her field of vision. Additional information was provided by the surgeon who reports that the patient has temporal negative dysphotopsia in both eyes with loss in her temporal visual field in both eyes. The symptoms are less at night and worse in daylight. If the patient closes either eye, the shadow goes away in the open eye. This file is for the right eye.